Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No logs were received and no parts were replaced therefore the investigation consists of only the fse¿s (field service engineer) onsite evaluation of the ventilator. The fse examined the ventilator. No leaks were detected and saw no technical error codes in the ventilator¿s memory. Several pre-use checks were performed and all were successful. No problem was found with the ventilator. The cause of the reported issue has not been determined but the findings of the fse and the problem description indicate that the most probable cause at the time was leakage.

Event description:
It was reported the ventilator generated the expiratory minute low and high respiratory rate alarms while it was connected to a patient. It was further reported that the set peep (positive end expiratory pressure) was not achieved. There was no patient harm. Manufacturer's ref. #: (B)(4).